Event description:
It was reported that a malfunction occurred on the pump after it was exposed to an airport x-ray scanner. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur, allowing the customer to continue using the pump.